Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect return of the film review. Cordis case review: (B)(4). History: this complaint involves a (B)(6) male patient who was enrolled in the (B)(4) trial for treatment of a superficial femoral artery stenosis. In (B)(6) 2009, the patient had the index procedure during which a 7x150mm smart stent was deployed in the superficial femoral artery. The target lesion was 10cm in length with maximum stenosis of 90%. The lesion was pre-treated with balloon angioplasty with residual stenosis of 40%. This required placement of a stent. The index procedure was unremarkable and the patient was discharged the next day on plavix 75mg qday and 81mg asa qday. At the patient's 180 day follow-up, on (B)(6) 2010, the core lab of the trial reported a type 1 fracture of the stent. This was treated with uneventful revascularization procedure on (B)(6) 2010. Observations: four cd-roms are submitted for review. The first set of images is from the initial stent placement on (B)(6) 2009. Access is achieved in the right common femoral artery. Left leg arteriogram shows a short segment of moderate stenosis (70%) within the mid sfa and a short segment of focal high grade stenosis in the proximal left superficial femoral artery with approximately 90% luminal narrowing. Subsequent images show wire traversal of these stenoses and subsequent balloon dilatation. There was an improved luminal diameter but 40% residual stenosis remained. The smart stent is placed measuring 7 mm x 150 mm and this is ballooned dilated with a 6mm balloon inflated to 6 atm. Final arteriogram shows an excellent angiographic result with restoration of a normal flow lumen. There is no evidence of dissection, extravasation, or embolization. There is no evidence of stent fracture at this time. The second cd is from his six-month follow-up on (B)(6) 2010. This study revealed a stent fracture. This fracture is at the site of previous high grade (90%) stenosis. As per the core lab, the fracture was a type I fracture. The third cd is one month later, when repeat arteriogram was performed. This arteriogram shows a segmental occlusion of the stent at the level of the fracture. Distally, normal flow seen within the popliteal artery and runoff vessels. Balloon dilatation of the stent shows multifocal severe myointimal hyperplasia throughout the mid and distal portions of the stent. Following balloon dilatation this is resolved with restoration of a normal flow-lumen. Conclusion: this complaint involves a male patient with two focal high grade sfa stenoses who was entered into the (B)(4) study. A single 7mm x 150mm smart stent was placed. On 180 day follow up, the stent was noted to be fractured and there was significant myointimal hyperplasia. This required a repeat endovascular procedure. The use of angioplasty and stenting in the femoropopliteal arteries usually results in initial high technical success rates of over 90%. It has been well established in the literature that late clinical failures remain an important limitation of endovascular therapy in this vascular territory. Studies have shown restenosis rates of up to 60% within 1 year for stenting and up to 70% in 1 year for angioplasty alone. A small subset of patients appears to have exaggerated neointimal hyperplasia leading to early in stent restenosis and sometimes fracture. This can be seen even in the setting of dual anti-platelet therapy as in this case. Fractures of nitinol self expanding stents placed in the femoropopliteal system have been reported in various case studies and clinical trials. Several mitigating factors for these fractures have been proposed including repeated stress and torsion of the artery, calcified plaques, stress produced by multiple, overlapping stents, and conversion of microfractures related to stent manufacturing. One study showed a stent fracture rate in the sfa of up to 30%. In this case, the stent fracture appears to have occurred at the site of focal high grade 90% stenosis. The anatomy of the superficial femoral artery is complicated and is likely the largest contributor to stent failures. Extrinsic dynamic forces including compression, torsion, and expansion can predispose stents to fracture and in-stent restenosis. This case is an excellent example of the difficulties encountered in treating long segment lesions in the superficial femoral artery. I do not believe that this case represents device failure but, rather, demonstrates the well established limitations of nitinol stent technology in the femoropopliteal system. Hematoma is a known potential adverse event associated with all invasive procedures and is listed in the IFU as such. When access is made into the vasculature, especially the arterial system, it is possible for blood to leak around the devices placed into the vessel producing a collection of blood within the surrounding tissue, thus creating a hematoma. This occurrence is often associated with device selection, patient anatomy and practitioner expertise. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Manufacturer narrative:
Upon analysis of the x-ray taken during the patient's index procedure, (B)(4), the core lab used for analysis of angiography/x-ray media for this study, reported no stent fracture. However, upon analysis of the x-ray taken during the patient's 180-day follow-up visit on (B)(6) 2010, (B)(4) reported one fracture of the study stent, which was a type I fracture. The details of the fracture were as follows: 340 angle of fracture, 0 misaligned, 1 aligned, 4.0 mm stent gap, 149.67 mm stent length, -2 mm distance of the fracture from the overlap, -2 mm distance of the fracture to restenosis, and -2 mm distance of the fracture relative to the lesser trochanter of the femur. Upon analysis of the x-ray taken during the patient's repeat revascularization nine days later, (B)(4) again reported one fracture of the study stent, which was a type I fracture. The details of the fracture were reported this time as follows: 340 angle of fracture, 0 misaligned, 1 aligned, 4.0 mm stent gap, 149.67 mm stent length, -2 mm distance of the fracture from the overlap, 41.5 mm distance of the fracture to restenosis, and 117.3 mm distance of the fracture relative to the lesser trochanter of the femur. Repeat revascularization was performed on (B)(6) 2010 to treat the re-stenosis of target lesion. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that after the index procedure this (B)(4) study patient developed an insertion site hematoma then approximately six months post index procedure, developed a stent fracture with restenosis. This is a (B)(6) male patient who is participating in the (B)(4) study. The study is a multi center, non randomized, single arm, prospective trial designed to evaluate the safety and effectiveness of the s.m.a.r.t. Nitinol self expandable stent system in treating patients with obstructive superficial femoral artery (sfa) disease. On (B)(6) 2009, the patient underwent the index procedure. During the procedure, one stent (smart - c070150m, lot no. 13431304), was deployed using a 6-mm french as the largest size vascular sheath introducer to a 10 cm, 90% stenotic lesion in the proximal segment of the left superficial femoral artery (sfa) one guidewire and one peripheral angioplasty balloon were also used during the procedure. The lesion was pre-treated with balloon angioplasty, resulting in 40% stenosis. The lesion was also post-dilated with balloon angioplasty, after which no residual stenosis was appreciated by the operator. Additional index procedure information received states that two cordis sheaths were used to access the patient. They are 4f 11cm sheath (402-604x) and 6f 11cm sheath (402-606x) the lot numbers were not available. The hematoma the patient suffered was considered to be small and there were no measures that were taken to treat. Size: hematoma measuring approximately 3.9 cm x .65 cm seen in rt groin. The patient was discharged to home the same day on aspirin (81 mg) and clopidogrel (75 mg). Upon analysis of the x-ray taken during the patient's index procedure (B)(4), the core lab used for analysis of angiography/x-ray media for this study, reported no stent fracture. However, upon analysis of the x-ray taken during the patient's 180-day follow-up visit on (B)(6) 2010, (B)(4) reported one fracture of the study stent, which was a type I fracture. The details of the fracture were as follows: 34 degree angle of fracture, 0 misaligned, 1 aligned, 4.0 mm stent gap, 149.67 mm stent length, -2 mm distance of the fracture from the overlap, -2 mm distance of the fracture to restenosis, and -2 mm distance of the fracture relative to the lesser trochanter of the femur. Upon analysis of the x-ray taken during the patient's repeat revascularization nine days later, (B)(4) again reported one fracture of the study stent, which was a type I fracture. The details of the fracture were reported this time as follows: 34 degree angle of fracture, 0 misaligned, 1 aligned, 4.0 mm stent gap, 149.67 mm stent length, -2 mm distance of the fracture from the overlap, 41.5 mm distance of the fracture to restenosis, and 117.3 mm distance of the fracture relative to the lesser trochanter of the femur. Repeat revascularization was performed on (B)(6) 2010 to treat the re-stenosis of target lesion. The stent remains implanted thus unavailable for analysis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Sfa artery restenosis is a known adverse event associated with stent implantation. Restenosis is often associated with the progression of atherosclerotic disease. Review of the information available suggests that patient factors, specifically the refractory restenosis following surgical and percutaneous stent implantation procedures, may have contributed to this event. Stent fractures have been observed in arterial segments that undergo significant motion, particularly in areas with severe angulations, tortuosity and high rate of stenosis. Based on the information provided, there are possible vessel characteristics and patient factors, the progression of atherosclerotic artery disease, which may have contributed to the event. There is no evidence that manufacturing issues contributed to the events of stent fracture and restenosis. No corrective action will be taken. Hematoma is a known potential adverse event associated with all invasive procedures and is listed in the IFU as such. When access is made into the vasculature, especially the arterial system, it is possible for blood to leak around the devices placed into the vessel producing a collection of blood within the surrounding tissue, thus creating a hematoma. This occurrence is often associated with device selection, patient anatomy and practitioner expertise. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Event description:
As reported by the (B)(4) study, the site reported that six months post procedure, a stent fracture with restenosis was observed. Also a hematoma at cath site mild in severity. This is a (B)(6) male patient who is participating in the (B)(4) study. The study is a multi center, non randomized, single arm, prospective trial designed to evaluate the safety and effectiveness of the s.m.a.r.t. Nitinol self expandable stent system in treating patients with obstructive superficial femoral artery (sfa) disease. On (B)(6) 2009 the patient, underwent the index procedure. During the procedure, one stent (smart - c070150m, lot no. 13431304), was deployed using a 6-mm french as the largest size vascular sheath introducer to a 10 cm, 90% stenotic lesion in the proximal segment of the left superficial femoral artery (sfa) one guidewire and one peripheral angioplasty balloon were also used during the procedure. The lesion was pre-treated with balloon angioplasty, resulting in 40% stenosis. The lesion was also post-dilated with balloon angioplasty, after which no residual stenosis was appreciated by the operator. The patient was discharged to home the same day on aspirin (81 mg) and clopidogrel (75 mg).